Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), endometriosis ("other please describe ¿ endometriosis") and cyst ("other please describe ¿ cyst") and was found to have uterine leiomyoma ("other please describe ¿fibroid"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, endometriosis, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, abdominal pain, dysmenorrhea (cramping). Menorrhagia, endometriosis, cyst, fibroid, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.